Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device repaired.

Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2016-00349. The serial number (B)(4) and catalog number 6392000002 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2016-00349 for full reporting of this event.

Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.